Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 25. On 2023-11-08, loss of osseointegration was verified. Patient presented with poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.